Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor would not power up and emitted a "high pitched squawk." The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon evaluation, it was found that the sd ram (synchronous dynamic random access memory) chips (components u101 and u100) were corrupt and needed replaced. A defective ram would prevent the flash memory from loading, thus not powering up the monitor. The root cause of the defective ram cannot be positively identified. No adverse event resulted from the corrupt ram. The pt received a replacement monitor.